Manufacturer narrative:
Accoring to the received information, this case is linked to a granuloma. Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively. The risk of such reaction is mentioned in the instructions for use of teosyal products. Batch analysis as well as symptoms evolution and treatment prescribed were queried.

Event description:
The event occurred outside of the us, in (B)(6). According to the received information, the patient presented a granuloma on both cheeks 7 months after being injected in the chin, nasolabial folds, tear troughs and cheeks. The granuloma was confirmed by a rmi.